Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns pt's programming history, it was observed that a faulted system test had occurred during office on (B)(6) 2004 visit and patient left the office with device programmed at 1 ma, 20 hz, 500 pulse width, 30 seconds on and 60 minutes off. The neurologist did not perform a final interrogation after the system test which caused the device to program on and patient left the office with device unintentionally programmed on. The device was corrected at a later office visit on (B)(6) 2004. This is a known event and it is expected that a faulted system test will cause the device to unintentionally change the patient's settings; therefore, it is important to perform a final interrogation in order to make sure that the patient leaves the office at intended settings.